Manufacturer narrative:
The device is not yet available for further analysis. If additional relevant data becomes available, a follow up report will be submitted. Due to the permanent injury received by the patient, this event is considered reportable.

Event description:
It was reported that the electrode was emitting rf onto the 0.5mm uninsulated portion during a coagulation treatment. Site states that the doctor was mistakenly using an incorrect mode and therefore an incorrect accessory for treatment. Due to this user error, an injury was reported inside the phlegmon to the skin surface. During a post follow up treatment, scarring was confirmed.